Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. Information was reported that the patient can never get excellent coupling. The rep was trying in the office today and he can only get good coupling. He has flash of excellent, but could not get it again. The battery is not too deep or swollen. The rep stated that it is a little but tilted. He stated that he doesn't know if it was sutured through the loops, but it's almost like the top ones came loose and it was tilted a little bit backwards. It was reviewed that the rep could us the recharger so that that passive recharge mode comes up and he can use the numbers on that to ensure optimal placement. The rep is going to try that and noted that the patient has an appointment with their implanter in two weeks. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) and the patient. It was reported that the patient had difficulty charging. The rep said the patient had fallen and the ins had twisted and the patient was not able to charge so the patient then gave up on charging. The patient indicated it took them 3 hours to charge. The rep also said the patient fell and thought the leads may have moved and disconnected from the ins. The rep stated that the ins was protruding as the patient had lost 80lbs. The rep performed an antenna locate to charge the ins as the patient had let the ins deplete. The rep stated that an x-ray was taken during the pocket revision. After the pocket revision was complete, impedances and connectivity were all good. It was noted that the issue was resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the battery being tilted was unable to be determined. No actions at this time have been taken to resolve the issue, but the patient may have surgery. This information was confirmed with the account. No further information was reported.